Manufacturer narrative:
This report is being sent as follow-up 1 to correct the information previously provided on the initial report in section h11. Please see the correct information below. A1: patient identifier: requested, not provided due to privacy rules. A2: age & date of birth: requested, not provided due to privacy rules. A3a: sex: requested, not provided due to privacy rules. A4: weight: requested, not provided due to privacy rules. A5: ethnicity: requested, not provided due to privacy rules. A6: race: requested, not provided due to privacy rules. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: vascular surgeon. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for a device pullout. The exact root cause cannot be determined. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
A1: patient identifier: requested, not provided due to privacy rules. A2: age & date of birth: requested, not provided due to privacy rules. A3a: sex: requested, not provided due to privacy rules. A4: weight: requested, not provided due to privacy rules. A5: ethnicity: requested, not provided due to privacy rules. A6: race: requested, not provided due to privacy rules. D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted. E3: occupation: vascular surgeon. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for a device pullout as the sample was not returned for investigation. Without a sample, the exact root cause cannot be determined. The device history record (DHR) review was not performed as the lot number of the device was not provided. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that a pullout occurred when closing after a thrombolysis procedure. Hematoma, closure by manual compression was not successful, closure done. The closure was guided by ultrasound. There was no issue during insertion, however there was no resistance during withdrawal which then resulted in a pullout. Hemostasis was achieved by surgery. The patient was stable. Additional information was received on 17jun2025: the procedure sheath size used was a 6fr. The estimated blood loss was greater than 250cc. The details of the surgical procedure cannot be provided. There was a big hematoma, however the actual size is unknown. There is no allegation against the angio-seal as cause of the hematoma. Additional information was received on 26jun2025: the exact volume of the blood loss was not rated, it was an estimation.